Manufacturer narrative:
A follow up call to the customer was performed and found that the customer did not seek any medical treatment for his high blood glucose. The customer stated that he was not hospitalized at all in the whole year.

Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the prime process. The customer experienced high blood glucose of 500mg/dl, and she realized that her infusion set came out of her body, then changed the infusion set and received the alarm. Advised the caller to revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose motor support disk.